Event description:
Boston scientific (bsc) crm rec'd info that this lead would not capture due to it being dislodged. The sales representative stated this likely occurred after the pt became restless during the night. Lead was successfully repositioned with no adverse pt effects reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.